Manufacturer narrative:
Added: d3 corrected: d4 (primary UDI number) failure to advance : the cause of the delivery issue was determined to be patient condition related to the pad/pvd.

Event description:
The complainant reported multiple attempts to implant an impella 5.5 via the axillary artery. A computed tomography (CT) scan did not demonstrate vessel narrowing. It was reported that the vessel was ballooned and multiple guidewires were attempted; however, the impella 5.5 could not be advanced beyond the axillary artery bend. The location of resistance was reported to be the axillary artery. Contributing factors were reported to include peripheral vascular disease (pvd) and small vessel size. Due to the inability to advance the impella 5.5 through the vasculature, the device was removed. An impella cp was subsequently implanted successfully without reported delivery issues. The patient survived at the time of explant. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.